Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and titanium adapter which resulted in a leak; further described as "transfer set fell off." This occurred after peritoneal dialysis therapy when the patient noticed their clothing was wet. There was no report of patient injury or medical intervention associated with this event, however the patient was given ancef intraperitoneally (ip) for wet contamination. No additional information is available.